Manufacturer narrative:
The reported complaint is not confirmed. The complaint sample is not available for manufacturer's evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Estimated blood was 300cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with new set-up on a different machine. The sample has been discarded by the user facility and is not available for evaluation.

Manufacturer narrative:
One unit rbc transfusion was ordered for the pt after the dialyzer blood leak occurred. Per policy the pt was placed on a heart monitor. One unit of blood transfused without any issues. Pt reported no symptoms, blood pressure did not fall and he remained hemodynamically stable.

Manufacturer narrative:
Medical records show the pt's dialyzer blood leak alarm sounded immediately after treatment stated and the blood leak was also noted by the treatment nurse immediately after initiating treatment. Medical records confirm the dialysis treatment was immediately discontinued and dialyzer and lines were discarded. Medical records reveal the blood was not returned to the pt. Medical records reveal the pt was administered one unit of and the pt's dialysis treatment was restarted on a new machine. Pt's hemoglobin dropped from 11.4 on (B)(6) 2015 to 10.6, following incident. Medical records state the pt felt okay before administration of blood. Medical records reveal a loss of blood but do not indicate any adverse physiological event occurred. According to the physician notes in the medical record, the pt reported no symptoms, blood pressure did not fall and pt remained hemodynamically stable. Medical records support the machine alarmed and appropriate intervention occurred immediately.